Event description:
It is reported that a customer experienced low blood glucose of 50 mg/dl. The customer was treated for the low blood glucose with juice to bring it up to 213 mg/dl. The customer states that their insulin pump is old and would like a replacement. The customer was sent a replacement pump. No further information was provided.

Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. Unit had scratched display window, cracked case at display window corner, battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.